Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00148. It was reported the patient was not receiving effective stimulation coverage from the scs system. Diagnostic testing revealed high impedances values on the right lead electrode due to lead fracture as such, the patient underwent surgical intervention on (B)(6) 2018 where the physician attempted to access the epidural space in order to replace that lead but was unable to do so after multiple attempts, due to tissue scaring and adhesions. It was also noted the leads had migrated and were twisted and tangled at the ipg site. As such, the physician was unable to remove the right fractured lead without removing the left lead. In turn, the decision was made to leave both leads in place in order for the patient to maintain partial stimulation of his left side. The patient was referred to a spine surgeon to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2019-00148.

Manufacturer narrative:
It was found that the incorrect leads were reported for the abandoned procedure that occurred on (B)(6) 2018. As such, a the correct lead has been added to this event as a new device.

Event description:
Related manufacturer reference #: 3006705815-2019-00148. Related manufacturer reference #: 3006705815-2019-03560. Follow-up information revealed the patient underwent surgical intervention wherein the leads were explanted and replaced with a paddle lead. In addition, it was found that the incorrect leads were reported for the abandoned procedure that occurred on (B)(6) 2018. As such, the correct lead has been added to this event a new device.